Event description:
It was reported that there were concerns regarding a premature battery depletion. Data analysis was performed, and it was found that there was an increase in power consumption. A boston scientific technical services (ts) consultant recommended that the device be replaced. This device was explanted and replaced. No adverse patient effects were reported.